Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, they accidentally connected the blood inlet tubing (from the arterial pump) to the outlet connector of the oxygenator and outlet tubing to the inlet connector of the oxygenator. This was done during setup and was not discovered until the first minutes of cpb. The perfusion team did not experience any issues with gas transfer, heat exchange, pressure drop, or hemolysis (hematuria); therefore, they elected to finish cpb without changing to the correct flow. The patient was weaned from cpb without issue, and the case was completed successfully without delay and without blood loss. There was no observed harm to the patient. No impact or consequence to patient. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
The device was not returned for evaluation; therefore, this complaint cannot be confirmed. A review of the device history record could not be performed as the lot number is unknown. Connections to the oxygenator inlet and outlet were made by the user. The user connected the arterial and venous lines to the wrong part. Refer to the rx IFU for a diagram of the oxygenator unit. The rx IFU diagram contains the location of the blood inlet and outlet ports. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.